Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon implantation a straight line was noted across the center of the lens. The lens was removed and replaced with another lens of a different model. The incision was enlarged slightly with a 2.4 keratome but no sutures were placed. The patient's current prognosis is unknown.

Manufacturer narrative:
Additional information: the lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Information received indicates that the incision enlargement was done per the physician's routine procedure, therefore the event is no longer considered as serious injury.